Event description:
It was reported by the customer that a patient fell out of the bed and fractured their hip and shoulder. The bed exit was evaluated by a field service technician an no errors were identified. The bed was working to specification. Further information regarding the injuries and treatment of the injuries was not provided.